Event description:
The health care professional believed the catheter had flow issues; a possible occlusion. No patient symptoms were reported. It was unknown if a catheter dye study had been done; a rotor study was not performed. The catheter was replaced. There was no patient injury. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
The catheter has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.